Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Implant date: device was implanted on an unknown date in 2003. A review of synthes device history records revealed there were no issues related to the complaint for this product lot. The investigation could not be completed; no conclusion could be drawn because the device was not returned for evaluation. Placeholder.

Event description:
It was reported that a trochanteric fixation nail system was explanted from a patient due to pain. The patient was originally implanted with the trochanteric fixation nail system to treat a proximal femur fracture. Date of original surgery was reported as an unknown date in 2003. The surgeon decided to explant the hardware when the patient complained of pain on an unknown date. Part and lot numbers were not available for two of the locking screws in the system. Explant surgery was successfully completed on (B)(6) 2013. This report is for one, 11.0mm ti helical blade 95mm. This report is 2 of 3 for complaint (B)(4).